Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their arm while wearing the device longer than 48 hours. The patient reported the infusion site to have redness, a hard red mass close to the insertion area with a "big red blob.¿ the patient was taken to the emergency room on (B)(6) 2026 and diagnosed with cellulitis at the pod site under their arm. The patient was treated with an unknown course of antibiotics, the pod site was cleaned, and a new pod was applied to different pod site location. The patient was released the same day on (B)(6) 2026 after approximately 2 hours. The patient mentioned at the time of the event their blood glucose levels were in 300 mg/dl range.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone15.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.